Event description:
It was reported the device was found in the biomed department without any details as to the problem. It was noted the device has tape all over it. It was requested to throughly check out the device. The device was returned to the manufacturer for repair and evaluation, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, two side bail covers, ring cover, and battery drawer are broken. Analysis also found the battery release is contaminated, two side bails are missing, and the ring is bent. (B)(4).